Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown as no response was received from the customer. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) section: IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found the following: grip is shaved; switch box has a scratch; air/water cylinder has no color; scope cylinder has no color; due to damage on bending section cover or distal sheath rubber, insulation resistance value at distal end does not meet the standard value; light guide lens has a crack; distal end is shaved; due to annual inspection, parts must be replaced; adhesive around light guide lens has discoloration; and universal cord has coating peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer returned to olympus the evis exera iii duodenovideoscope, for the annual inspection. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that the distal end and light guide lens adhesive had foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.